Event description:
Customer reported an issue with the v series monitor, which may have affected spo2 monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit and verified the problem. Corrections included replacement of the isolated communication host board. Unit was calibrated and safety tested to factory's specifications.